Manufacturer narrative:
The pacer was received in normal working conditions with battery voltage above eri. Electrical, mechanical and visual analysis performed, indicated normal device functionality. Device showed normal pacing output. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient presented for routine implant of the pulse generator. During the procedure no pacing output was observed once leads were connected. The generator was exchanged, and a replacement device was implanted successfully. The patient was stable.